Event description:
It was reported that the screen of the customer's insulin pump was damaged. His blood glucose was 93 mg/dl at the time of reporting. He was advised that the pump will be replaced. His damaged insulin pump was returned. No add'l info to report.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case on display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.